Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 17mm amplatzer septal occluder was selected for implant. During procedure, as the occluder was deployed in the left atrium, the occluder deformed into a cobra shape. The occluder was removed from the patient and exchanged for a new 17mm amplatzer septal occluder, which was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Corrected information sections: b1, h1. Additional information sections: h6, h10. An event of device deformation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.